Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst) and the machine reportedly passed testing. No parts were reported to be replaced during the evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported death was not able to be confirmed.

Manufacturer narrative:
Clinical review: there was no indication that the reported event was related to the use of any fresenius product or device. Additionally, there was no allegation that the fresenius 2008t hd machine malfunctioned in any way that may have caused or contributed to the reported event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital¿s biomedical technician contacted fresenius to report that a patient coded at the beginning of their treatment on a fresenius 2008t hemodialysis (hd) machine, and they later expired. Reportedly, the blood had not yet reached the dialyzer when the patient coded. The patient was removed from the machine and the machine was pulled from service. Subsequently, a fresenius field service technician (fst) went onsite to perform an evaluation of the machine. The ultrafiltration (uf) problem identification was performed per the uf checklist, and the machine passed all tests. Multiple attempts were made to acquire the patient¿s identity, outpatient dialysis clinic and details surrounding this event; however, no additional information was obtained. In addition, the date of the reported event is not known.